Event description:
It was reported the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was unable to be separated from the stylet and was reported as damaged. The rv lead was removed and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event of the stylet could not remove was confirmed while the lead damage was not confirmed. The stylet inserted inside the lead found restricted/obstructed at the distal region of the lead. Further analysis found the inner coil clogged with blood. The cause of the reported event was isolated to the inner coil clogged with blood. Visual examination and electrical testing of the lead found no anomalies and no indications of conductor fractures or internal shorts.